Event description:
The reporter indicated that a 12.6mm, vicmo12.6; -13.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).